Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received weak battery alarm and had blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies or weak battery alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.